Manufacturer narrative:
Epithelial ingrowth. The surgery and enhancements occurred in 2004 and amo was only notified of the events on april 5, 2012 making impossible to obtain information about the system during the time of the surgery. All pertinent information available to amo has been submitted.

Event description:
Patient underwent uneventful lasik both eyes (ou) on (B)(6) 2003, followed by a lift flap enhancement on (B)(6) 2004 right eye (od) and lift flap enhancement on (B)(4) 2004 od. Patient referred to the center for epithelial ingrowth od on (B)(6) 2012. The patient was brought to the laser suite, the flap was lifted and the epithelial ingrowth.